Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided, but the best estimate date is between 20 june 2022 and 28 july 2022. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient asked for a lens exchange due to poor contrast vision, severe glare, generally subjective. Blurred vision, vision is always unclear both in the distance and near, constant feeling of pressure, general extreme dissatisfaction with the image quality of the lens. The intraocular lens (iol) was implanted on (B)(6) 2022 and explanted on (B)(6) 2022. The patient was then implanted with a gab00 lens and the patient fully recovered. Material is available for return. No further information provided.